Event description:
It was reported that the procedure was to treat a moderately calcified below the knee artery. A whisper guide wire was being advanced to the artery; however, it could not advance through the calcification and the guide wire was removed. When it was outside the anatomy it was noted that the tip had separated. The guide wire tip could not be snared due to the anatomy and under angiography it was noted that the tip has migrated all the way down the leg. A non-abbott guide wire was advanced through the lesion to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.